Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient stated that the up arrow keypad button has been intermittently unresponsive for a week. She denied structural damage to the pump and the keypad. She stated that the ok keypad button symbol is worn. The patient stated that she wears the pump in her pocket or on a clip, and cleans the pump with a cloth.